Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system shows hardware failed error message. A field service engineer (fse) accessed the station through the remote support system and found no hardware failures. The fse contacted the customer, and the customer confirmed that the system had been recovered and all tests were satisfactory. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator the user was unable to access the drawers. The system displayed the error message stating failed hardware, maintenance required. Manual recovery of the drawer was not permitted. The user was able to access the medications only after powering down the pyxis for 10 minutes, restarting it, and re entering the orders. However, the device continued to display a maintenance required message. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.